Event description:
It was reported that during a procedure to treat a lesion in the circumflex (cx) artery with moderate tortuosity and moderate calcification, a 3.0x18 mm rx xience alpine stent delivery system (sds) was advanced via direct stenting but could not cross the lesion. The sds was withdrawn from the patient anatomy and an unspecified nc balloon catheter was advanced but could not cross the lesion. A non-abbott guide catheter extension was advanced and the 3.0x18 mm rx xience alpine sds was re-advanced but still could not cross the lesion. While withdrawing the sds resistance was met with the non-abbott guide catheter extension and the stent dislodged. Reportedly, no force was applied against resistance during withdrawal of the stent system prior to the stent dislodgement. A snare device was used to successfully retrieve the dislodged stent. The decision was made to send the patient to surgery for treatment of the lesion due to not being able to cross the lesion. Reportedly, the attempt was made to treat the lesion with a stent but due to the complexity of the lesion the possibility of surgery had been previously discussed. There was no clinically significant delay in the procedure due to the stent dislodgement. The patient had surgery and was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.